Event description:
See h10.

Manufacturer narrative:
Device evaluation: the investigation of the returned coil system found the implant severely stretched at the proximal section and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis. The alleged product issue could not be confirmed. If the device is received at a later date, an analysis will be performed, and supplemental report will be submitted. The instructions for use state that premature separation is a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization treatment, the coil unintentionally detached in the microcatheter. The coil and catheter were removed from the patient. There was no reported injury or intervention. The procedure outcome was successful.